Event description:
The facility representative contacted baxter to report an infusor that had a leak that caused a breach in the sterile fluid pathway. The device was rejected at the packaging stage due to the leakage. The device was filled with desferrioxamine. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this investigation is in progress. There is a CAPA (corrective and preventive action) investigation associated with this complaint, (B)(4).